Event description:
The customer reported that the unit has unknown oxygen failure. The customer reported that the unit was not in use on patient. The customer contacted product support and upon asking caller to provide error codes from the log, he stated that he is not near the unit to provide them and would need to call back shortly after obtaining the codes. Patient information and repair information were requested from the customer, but no response received.

Manufacturer narrative:
The customer called product support and reported that the oxygen valve wouldn't close. The customer requested and was provided with the part identification for the oxygen valve. The customer will perform any needed repairs and call back only if further assistance is required.